Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported a patient had an initial procedure on (B)(6) 2011 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2016, the physician identified a type 1a endoleak. On (B)(6) 2016, the physician implanted an additional suprarenal aortic extension and a non-endologix stent in the left renal to seal the endoleak. Patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the reported type 1a endoleak was confirmed. Additionally there was evidence to reasonably support the following observations; embolization of the inferior mesenteric and lumbar artery for a type 2 endoleak and a type 1a endoleak post placement of the suprarenal aortic extension. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, antiplatelet and anticoagulation therapy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.